Manufacturer narrative:
Concomitant medical products: product ID: 3387, explanted: (B)(6) 2015, product type: lead. (B)(4). Device analysis for the lead revealed the proximal end conductor was broken. (B)(4).

Event description:
The company representative (rep) reported that impedances with electrode #3 were greater than 10,000ohms: c<(>&<)>3 10,428ohms, 0<(>&<)>3 13 ,194ohms, 1<(>&<)>3 12,471ohms, 2<(>&<)>3 11,318ohms. There were impedances with other electrodes that showed relatively high values such as 3,000 ohms: c<(>&<)>0 3,284ohms, 0<(>&<)>1 4,468ohms, 0 <(>&<)>2 4,842ohms. The patient underwent a surgery to remove the lead and implant a new lead in order to reposition the lead because of the high impedances. After the lead replacement, impedances were stable and there was no issue with the operation. Lead analysis was requested. The physician would like to know whether the removed lead had a fracture or other problems, as well as the cause of the problem. It was noted the lead was defective. The indication for use is parkinson's disease. If additional information is received, a follow up report will be sent.